Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2024. On 04/21/2024, it was reported that the pediatric patient experienced inaccurate cgm values. Early morning around 4 am, the patient was trying to sleep however, he kept telling his mother that he couldn´t sleep. He started to experience stomach pain and vomits. The cgm reading was 178 mg/dl and there was no bg reading taken. The patient was taken to the hospital and there they took a bg which was almost 600 mg/dl and the cgm reading was under 200 mg/dl. The patient was diagnosed with dka and treated with IV fluids, insulin and gluconate. The patient was admitted to the ICU. At the time of the report the patient was discharged form the ICU and the patient was discharged after 3 days. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.